Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: . Visual examination of the provided pictures identified the explanted liner, shell, and screws. The shell had scratches and gouging to the outer rim and inner spherical surface, likely from explant. The screws had foreign debris to the surface. The liner was broken into pieces and worn from explant. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility, and it was determined that the following implants are not compatible: the stryker head and stem. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: extensive osteolysis along the acetabular and femoral implants of the left hip arthroplasty with suspected implant loosening as noted. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. This complaint was confirmed based on radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that approximately 7 years post implantation of a total hip arthroplasty, the patient was revised due to aseptic mobilization for total hip prothesis. There were no contributing factors related to the reported event. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: country: italy. H10: cat# 00-8751-011-32, lot# 62658657, hxpe liner neut 54 jj x 32. Cat# 00625006525, lot# 63596936, bone screw self-tapping 6.5 mm dia. 25 mm length. Cat# 00625006525, lot# 63427732, bone screw self-tapping 6.5 mm dia. 25 mm length. Cat# 4845-0204, lot# gy424646, - a4d01 howmedica/stryker stem. Cat# 6519-1-032, lot# 50423501, - howmedica/stryker head. Cat# 6519-t-204, lot# 53977705, - howmedica/stryker adapter. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d9; g3; h2; h3; h6; h11. Product was returned and evaluated. Visual examination of the returned products identified that the shell was returned with bio debris in the inner spherical surface. Gouges, indentations, and deformation damage were also present. Damage was found to the taper wall, anti-rotation scallops, square pocket, and cluster holes. The rim face was gouged and scratched. Both screws show hex with bio debris, nicks, and gouges from use. Outer head diameter, head shape,and taper have damage from use and extraction. Damage included deformation, gouges, and scratches. One of the two screws was bent. No other damage was noted. Where measured, the devices were conformed to product specifications. A definitive root cause cannot be identified and remains unchanged. This complaint was confirmed based on radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.